Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the cardiac cavity and pulmonary vein isolation (pvi) was conducted. After, the post voltage map was created, the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the cardiac cavity. Ablation was started and the temperature exceeded 40 degree celsius and ablation stopped. The cable was changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. The device was visually inspected and reddish material was observed inside the pebax, no internal parts were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30104444l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. (Bwi) product analysis found a hole on the surface of the pebax device malfunction occurred. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the cardiac cavity and pulmonary vein isolation (pvi) was conducted. After, the post voltage map was created, the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the cardiac cavity. Ablation was started and the temperature exceeded 40 degree celsius and ablation stopped. The cable was changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. This temperature issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The bwi product analysis lab received the catheter for evaluation and noted on february 15, 2019 that there was reddish material in the pebax sleeve; however, there were no internal parts exposed. This returned condition was assessed as not reportable as there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional testing was performed on the device and on march 15, 2019 the scanning electron microscope (sem) analysis showed evidence of mechanical damage and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date for this reportable lab finding is march 15, 2019.